Manufacturer narrative:
Note: product reference 4430095 is not cleared in USA, but it is similar to the product reference 5430095 cleared under#510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with the specifications and no abnormality was detected. No similar complaint was reported on this batch of access ports. Investigation: the involved device was returned for evaluation. The catheter is fissured 10 cm from the connection with the port. After observation under magnification, it seems that this crack was due to a catheter kink at this level. Total catheter rupture is not confirmed. In addition, the valve at the catheter tip was not returned. It is possible that this ois the retained portion of the catheter referred to in the customer declaration. Glue used in the assembly of the valve is observed on the distal catheter tip, showing that the manufacturing process was correctly performed. Conclusion: the investigation appears to show that the decision to remove the access port was due to a crack of the catheter caused by a kinking of the catheter. This kink can only be confirmed by examination of the x-ray pictures. During access port removal, the valve at the distal tip of the catheter detached and remained subcutaneously in the patient's body. The valve was not returned for analysis and we cannot hypothesize on the root cause of this detachment. This is the first time, we have received this type of complaint. The benefit/risk ratio remains positive. The production team has been made aware of this incident. Concerning the fissure on the catheter, it is worth noting that the IFU specifies that confirmation of absence of kinking of the catheter should be confirmed after implantation.

Event description:
"Patient is a (B)(6) female who in (B)(6) 2016 was implanted celsite for chemotherapy at the junction between sup vena cava and right atrium. Length of the implanted catheter was 20 cm. In (B)(6) 2016, it was found that the celsite access port ruptured and part of catheter remained subcutaneously. Doctor performed an operation to remove it."